Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera ii ultrasound gastrovideoscope tested positive for unexpected contamination twice. The first test was performed on 04jul2023(local time) and the channels tested positive for >100 colony forming units (cfus) of growth, including the indicator organisms escherichia coli, candida albicans, and bacillus cereus. The forceps elevator tested positive for 73 cfu of growth, including indicator organism sphingomonas paucimobilis. The second test was performed on 24jul2023(local time) and the channels tested positive for a total of 12 cfu of growth, including the indicator organisms sphingomonas paucimobilis (9 cfu), escherichia coli (1 cfu), and an unidentified yeast (2 cfu). The forceps elevator tested positive for a total of 5 cfu of growth, including the indicator organisms corynebacterium mucifaciens/ureicelerivorans (1 cfu), escherichia coli (1 cfu), and an unidentified yeast (3 cfu).

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the event date and the microbiological results reported by the customer, as well as the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that insufficient reprocessing led to the contamination due to deviations from the instruction manual. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The possibility that inadequate reprocessing caused by physical damage to the device cannot be ruled out. Scratches to the channel mount, suction cylinder, and forceps channel were shallow and unlikely to have affected reprocessing. The multiple air/water channel scratches appear to be deeper and to continue to the holes leading to the air/water channel in the cylinder. Considering the location and depth of the scratches, the possibility that they affected reprocessing cannot be ruled out. The microorganisms detected do not present a clear trend correlated to the location of damages; therefore, a definitive root cause cannot be determined. The following steps of reprocessing deviated from the instructions for use (IFU): air/water was not aspirated through the instrument/suction channel with a suction pump; it was unknown if aspiration was done in both the first and second positions of the suction valve; the air/water and balloon channels were not flushed with water/air using the recommended cleaning adaptors. This issue is addressed in the instructions for use (IFU) chapter 6 'compatible reprocessing methods and chemical agents' and chapter 7 'cleaning, disinfection, and sterilization procedures', stating ""an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and microbiological analysis results, as well as a correction to e4. The hygiene microbiological investigation report indicated the channels of the scope were cultured on 22aug2023 and detected the following: the biopsy channel had 2 colony forming units (cfus)/endoscope of micrococcaceae, the suction channel had 1 cfu/endoscope of filamentous mushrooms, the air/water channel had 3 cfu/endoscope of coagulase negative staphylococcus, the jet channel had <1 cfu/endoscope of microbial growth, and the distal end had 22 cfu/endoscope of filamentous mushrooms. Testing was repeated on 06sep2023 and detected <1 cfu/endoscope on the biopsy channel, air/water channel, jet channel, and distal end. The suction channel had 1 cfu/endoscope of filamentous mushrooms. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the following components were scratched: the biopsy port channel mount, the mouth guard piece for endoscopy, the air/water channel and the suction cylinder.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was not aspirated through the instrument/suction channel with a suction pump. The forceps elevator was raised/lowered three times in water during aspiration. It was unknown if aspiration was done in both the first and second positions of the suction valve. The air/water and balloon channels were not flushed with water/air using the cleaning adaptors. During manual cleaning, the leak test was performed, which the device passed. The forceps elevator was raised/lowered three times while submerged in detergent solution and was flushed. The detergent used was anios aniosyme. The instrument/suction channel, suction cylinder, instrument channel port, forceps elevator, and balloon channel were brushed. The automated endoscope reprocessor (aer) used was soluscope series 4 with soluscope cln detergent and soluscope paa disinfectant. All channels were connected when setting up the device in the aer. It was unknown if the expiration date and concentration of the disinfectant were controlled. The water quality was not controlled, but the filter was replaced periodically in accordance with the instructions for use. The device was dried by filtered compressed air. The device was not stored, but rather placed in a field and then a basket. Olympus is the maintenance company a supplemental report with the device evaluation results will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
He customer reported to olympus that during routine microbiological testing, the evis exera ii ultrasound gastrovideoscope did not pass three times. The first test was performed on (B)(6)2023 and the channels tested positive for >100 colony forming units (cfus), including the indicator organisms sphingomonas paucimobilis and staphylooccus warneri. The second test was performed on (B)(6)2023 and the channels tested positive for >100 cfu, including the indicator organisms escherichia coli, candida albicans, and bacillus cereus. The forceps elevator tested positive for 73 cfu including indicator organism sphingomonas paucimobilis. The final test was performed on (B)(6)2023 and the channels tested positive for 12 cfu, including the indicator organisms sphingomonas paucimobilis (9 cfu), escherichia coli (1 cfu), and an unidentified yeast (2 cfu). The forceps elevator tested positive for 5 cfu, including the indicator organisms corynebacterium mucifaciens/ureicelerivorans (1 cfu), escherichia coli (1 cfu), and an unidentified yeast (3 cfu). The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.